Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis (fa). The usm was analyzed .the usm was tested on an in-house system and failed in normal as it triggered error 319. The unit was also tested on a pftp and passed multiple tests. Also, the unit failed the check all boards test on the acs and acc. The acs pca was swapped with a new one and the errors went away. The original acs pca was reconnected, and the errors returned. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted gastric bypass surgical procedure, the da vinci coordinator contacted the intuitive technical support engineer (tse) and reported one of the universal surgical manipulator (usm) was locked up. The customer attempted to power cycle prior to calling without resolving. Site performed a hard power cycle on the patient side cart (psc) and the error 319 was still present. The surgeon needed all four usms for the procedure. The psc was swapped out from the other system. While switching the carts, the psc started in standalone mode and the error 319 was still presented. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the robot was not docked, ports were not placed, and there was no patient involvement. On 11/09/2023, intuitive surgical, inc. (Isi) received user facility report 2100510000-2023-8003 stating: da vinci xi surgical system in the operating room (or) during gastric sleeve case could not recover from a fault and disabled one of its arms that was needed for the case mid surgery. During surgery, staff had to bring in the robot from or to continue on with the surgery. No injury or harm to the patient was incurred. Procedure was completed successfully with a slight delay, and robot cases for that one or had to be rescheduled for the rest of the week. Vendor was made aware of the broken usm and came on-site. The fiberoptic connection cable was bad on one of the usms, and the only way to repair it was to replace the usm.